Event description:
A pt (B)(6), was enrolled in the post-approval coaptite injectable implant study for stress urinary incontinence. The pt was injected with 1.0 ml coaptite on (B)(6) 2008, lot unk. On (B)(6) 2010, the pt development an urinary tract infection as diagnosed by urinalysis and pt report. The pt was given a prescription for antibiotic, name not provided, and recovered on (B)(6) 2010. Per physician, the event was of mild severity and definitely not related to coaptite. On (B)(6) 2009, the pt reported having an urge incontinence. Per physician, the urge incontinence progressively worsened to the point where the pt failed all medications, intravesical botox into the bladder on (B)(6) 2010 and a redo pubovaginal sling on (B)(6) 2010. The urge incontinence was treated with foley catheterization on (B)(6) 2011. The pt reported that coaptite injections resolved her event completely. Per physician, the event was severe and definitely not related to coaptite. The pt was injected with additional injections of coaptite: (B)(6) 2008, 1.0 ml; lot 1009279; (B)(6) 2010, 1.0 ml lot 1014617; and (B)(6) 2010, 1.0 ml, lot 1009024. No additional adverse events were reported.

Manufacturer narrative:
Additional lots used: 8005p10, 1009279, exp date 04/01/2011; 1014617, exp date 08/2012; and 1009024, exp date 03/2011. The device history records for the above listed lots were reviewed, all required testing specifications were met prior to release, there were no abnormalities noted.